Event description:
It was reported that the patient was hospitalized pale, fatigued and nauseated, however alert and oriented. The ventricular assist device (vad) was actively alarming low flows while connected to the monitor, fluids did not improve the alarms and the vad exhibit a decrease of power. It was suspected that there was a vad inlet thrombus. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This initial report is based solely on the receipt of a medwatch report. Section f has been updated to reflect that report. Medwatch database report number: 4500440000-2021-8027. User facility: (B)(4). User facility name/address: (B)(4). Contact person: (B)(6). Phone number:(B)(6). Date user facility became aware of the event: unknown. Type of report: initial. Date of this report: sep-2021. Location where event occurred: hospital - critical care. Report sent to manufacturer: unknown. Manufacturer name and address MFR. Name: (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event is a duplicate of FDA report number 3007042319-2021-06353. A supplemental report is being submitted for device details and patient information. The patient information has been updated and the device serial , unique device identifier, the manufacturing date and use before dates have been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.